Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead would not insert fully into the competitor device during an implant procedure. The device was replaced and the rv lead was successfully connected without an issue. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).